Event description:
The reported lead breaks may have been a result of the device migration. The increase in seizures was likely due to the pt not receiving the programmed therapy. Due to the clinical effects from the lead breaks, the physician possibly determined the generator was at end of service and determined to do revision surgery. The lead was not returned for analysis, therefore, the reported breaks and potential cause could not be determined.

Event description:
Vns pt was scheduled for ncp system replacement surgery due to device migration. It was reported that the pt's generator had migrated downward under their breast and that the pt wanted a newer model vns therapy system. Treating neurologist indicated that the migration was not confirmed via x-ray, but that the device was palpable in the breast area. Investigation to date has been unable to determine the cause of the device migration.